Event description:
Device failed to measure marked r-waves, vs and hash followed by 0.0 and would not populate value in sense test results. Normal impedance and threshold on chronic lead. Analyzer showed r-waves 10mv. Lead reconnected twice and rv isoelectric line was flat for sensing and threshold. Far-field showed appropriate deflection. During troubleshooting the physician closed the pocket over this device. The problem continued and the physician had to open the pocket again to explant and replace this device. The newly implanted device did not have any issues and there were no additional adverse events for the patient.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status bol. 2 charging cycleswere documented to the device memory. The memory inspection did not reveal anyindication of a device malfunction.the ability of the device to deliver therapies was verified. The anti-bradycardia pacingpulses proved to be normal and in amplitude and frequency as programmed. A fibrillationsignal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. The specified energylevel was reached.in addition, a sensing test was performed using the programming wand, and the devicesensed the attached heart signals free of noise. Subsequently, a sensing test was initiatedusing rf telemetry. A sense signal in the rf channel was not present, confirming theclinical observation.therefore, the ICD was opened and the inner assembly was inspected. The visualinspection of the inner assembly showed no anomalies.further electrical investigations revealed that an integrated circuit of the electronicmodule was damaged, which led to the clinical observation.the manufacturing process for this device was re-investigated. All production steps hadbeen performed accordingly. There was no sign of any inconsistency during themanufacturing process which might be related to the clinical observation. Thefinal acceptance test proved the device functions to be as specified.in conclusion, a damaged integrated circuit on the electronic module was identified asthe root cause for the clinical observation. The manufacturing records document a normaldevice production. It is therefore assumed that the damage occurred after the deviceshipment, though the date of this occurrence was not determinable.biotronik will monitor closely if complaints received in future point towards a commonroot cause. For this reason we encourage close dialogue between clinicians and ourproduct experts in order to explore all options to minimize any such occurrences infuture.